Manufacturer narrative:
Field change: h10 72404155 1000183321 reservoir 65 ml pc/iz device impotence mechanical/hydraulic.

Event description:
It was reported that patient states that he is not able to successfully inflate his device; he states that he is able to pump and feels the vibration when he depresses the deflation button, but when he pumps, he does not achieve an erection. He states that he feels "bubbles" moving but that fluid doesn't transfer into his cylinders. Patient education recommended that he contact his doctor for an appointment for assessment of his device.

Event description:
It was reported that patient states that he is not able to successfully inflate his device; he states that he is able to pump and feels the vibration when he depresses the deflation button, but when he pumps, he does not achieve an erection. He states that he feels "bubbles" moving but that fluid doesn't transfer into his cylinders. Patient education recommended that he contact his doctor for an appointment for assessment of his device.